Event description:
It was reported that this left ventricular (lv) lead may have exhibited loss of capture (loc). Technical services (ts) provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.